Event description:
It was reported that the patient underwent fusions at t10-11, t11-12, t12-l1, l1-2 using an anterolateral approach and by mixing rhbmp-2/acs with allograft and placing the mixture onto multiple levels of the patient's spine. The patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This patient has undergone multiple fusion surgeries using rhbmp-2/acs. Refer to manufacturer report # 1030489-2013-02751 for additional details. Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: patient presented with following pre-op diagnosis: severe degenerative disk disease with progressive kyphoscoliosis, thoracolumbar junction. Severe lumbar canal stenosis with disk herniation, l1-2. Status post l2-5 prior fusion. Patient underwent the following procedures: left retroperitoneal transpsoas approach to thoracolumbar spine for fusion. Full decompressive microdiskectomy t10-11, t11-12, t12-l1 and l1-2. Partial vertebrectomy, t10, t11, t12, l1, l2. Anterior fusion utilizing peek anterior interbody fusion cages with bmp interbody graft and autograft from rib harvest. Anterior instrumentation utilizing peek cages. Autograft harvesting from left 11th rib. Somatosensory evoked potentials monitoring, lower extremities. As per-op notes: microdiskectomy was performed at l1-2 and disk was completely resected. Partial vertebrectomies was performed at l1 and l2. Endplated were completely removed and peek graft sizer was then placed. At t10-11, 14x45 mm graft was utilized. Appropriate graft was chosen and filled with bmp soaked pledgets as well as demineralized bone matrix. Same procedure was performed at t12-l1 with a 12x45mm graft. At t10-11 and t11-12, 8x45mm grafts were utilized. Same procedure was performed at all four levels and grafts packed with bmp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.